Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded and wavy for 32mm starting at the proximal end of the balloon. Inspection of the balloon revealed that it was unfolded/deformed and the inner shaft within the balloon was curved with a wavy appearance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During preparation of a 3.0mm x 80mm x 90cm sterling sl balloon catheter, it was noted that the balloon separated from the shaft. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. During preparation of a 3.0mm x 80mm x 90cm sterling sl balloon catheter, it was noted that the balloon separated from the shaft. The procedure was completed with another of the same device. No patient complications were reported.